Manufacturer narrative:
Findings: unit received with blank display due to faulty on interface board. Unit received with broken belt clip slot on battery tube side. Unit received with cracked case at display window corners. No damage to battery tube noted. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and damage. Customer's blood glucose at time of incident was unknown. Customer is calling after receiving a new battery cap. Customer also stated that there is a crack around the rim of the battery compartment. Customer was advised to return the pump and we are sending out replacement.